Event description:
Started having itchy, bumpy rash after wearing dexcom g6, but had no previous rashes during 3 months prior. Had to remove after 5 days due to discomfort. Rash was visible for 3 weeks. FDA safety report ID# (B)(4).